Manufacturer narrative:
The reported events of deployment could not be achieved, resistance when rotating the release knob and sliding the control knob, and tether break were not confirmed. As received, a catheter was returned in one piece without the device attached. Visual inspection of the catheter did not find any anomalies. X-ray examination did not find any anomalies with the exception of offset torque coil noted at the distal end of the torque coil. Functional test of the device could not be performed due to device was not returned with the catheter. Dimensional analysis was performed and found all measurements that were taken met device specification.

Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that when attempting to release the rvlp the delivery catheter was unable to release. When adjusting the catheter position the device separated prematurely, it was immediately retrieved and there was resistance noted when rotating the release knob and sliding the control knob. Delivery catheter tether break was suspected. A different delivery catheter was used and the procedure was completed successfully. The patient was stable following the procedure.